Event description:
It was reported that an asahi gladius mongo guide wire failed to cross a chronic total occlusion (cto) in the moderately calcified and moderately tortuous right coronary artery (rca) during a percutaneous coronary intervention (pci). The guide wire was escalated to an asahi gaia next 2 guide wire. The lesion was approximately 20mm in length with ambiguous proximal cap. The distal segment was not visualized. The gaia next 2 guide wire was advanced to the supposedly rca distal segment, balloon dilatation was performed with an unspecified balloon, and intravascular ultrasound (ivus) check was performed, without clear results. When balloon dilatation was performed again and x-ray observation was performed, it was found that the gaia next 2 guide wire was not in the true lumen of the blood vessel and perforation was caused. Surgical intervention was performed to stop bleeding, and the patient recovered afterwards. It was informed that the operator was visiting from a different medical facility and had not be trained on the gaia next products.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review, and referring to known similar events, it was presumed that the subject gaia next 2 might have been manipulated without confirming tip location and direction, causing vessel perforation. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] - during use of the guide wire, check and monitor the movement of its tip under fluoroscopy. Do not use in areas of vessel that are not or cannot be visualized. - never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Failure to do so may cause damage to this guide wire. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. [Malfunction and adverse effects] - vessel perforation.